Event description:
Boston scientific received information that this patient presented to the emergency room for an unknown reason. The patient has downs syndrome and cannot communicate. Additionally, the patient has a history of seizures and other medical problems. A boston scientific field representative was contacted the following day for a lead revision. Intermittent capture was noted at maximum device outputs. Called to report that this lead was revised today. An x-ray determined that this lead did not appear to have dislodged from the original implant site. The lead was successfully repositioned to the high septal area. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.